Event description:
Subsequent to the previously filed report, additional information was received: the 16mm amplatzer amulet occluder was implanted using an unkown12f delivery sheath. Heparin had been administered for the procedure and the patient had a noted activated clotting time level greater than 300 seconds. There was no difficulty experienced while implanting the 16mm amplatzer amulet occluder. The occluder was never completely retracted into the delivery system during procedure . The patient remained hemodynamically stable throughout the implant procedure. There was no clinically significant delay in procedure reported. It was noted that 6 hours post-implant that the patient complained of chest pain. The pericardial effusion was apical and did not lead to cardiac tamponade. The cause of the pericardial effusion is unknown, but there is no allegation of malfunction against the 16mm amplatzer amulet occluder or procedure. The patient was discharged at the time of report.

Manufacturer narrative:
An event of chest pain and small pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 16mm amplatzer amulet occluder was successfully implanted. It was noted post-implant that the patient complained of chest pain. A transthoracic echocardiogram and computed tomography scan were performed and revealed a small pericardial effusion. The decision was made to perform a pericardiocentesis to treated the pericardial effusion. The patient was discharged at the time of report. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.